Event description:
Upon initiation of cardio-pulmonary bypass line, color and p02 decrease immediately recognized. Stat abg blood drqwn and cardio-pulmonary bypass slowly discontinued. Patient reventilated per anesthesia. Oxygenator immediately changed out and bypass reinitiated.